Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per the instructions for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 3.5 meters from the surgery field. No patient reusable heating blankets were used by the hospital and the 3t aerosol collection set is replaced every 7 days during weekly disinfection. Moreover, the following information was made available: disposable gloves are used only for the heater cooler 3t device cleaning; water quality (bacteria and non-tuberculous mycobacteria) monitoring is not performed since a 0.2 micron filter is used for tap water; h2o2 is added when changing the water in the tanks regularly; the devices are stored for a very short time filled with water even if not used, however, no h2o2 monitoring is performed during the weekend; a 31-day single-use straight jet water filter with 0.22 micron filters is used for tap water, which is replaced each 31 days; before storing the equipment the surfaces are disinfected with ethanol 70%; before storing the equipment the water circuits are disinfected with peresal, final concentration 3.3% for 10 minutes; the tubing used with the heater cooler is replaced annually. From information collected and listed above, water quality and h2o2 level monitoring checks are not performed as indicated in the device instructions for use. This is not in accordance with device instructions for use and these deviations may have led/contributed to the reported contamination.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mycobacterium chimera. Device has been removed from the park, and subjected to three (3 )cycles of double disinfection. New analysis in progress. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in switzerland. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.